Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was leaking at the cartridge o-ring area. The customer loaded a new cartridge. The customer's blood glucose (bg) level was 271 mg/dl and a quick bolus was delivered to address the bg level. Reportedly, the customer was using a u500 insulin in the cartridge.